Manufacturer narrative:
Dentsply sirona became aware of a serious injury that occurred while using the [ankylos] implant system. This report is for the dental abutment device. The dental implant device report will be submitted separately. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that the customer uses conical implants. When placing standard healing caps and later removing them to place scan pins, take impressions, or to place a temporary abutment, the geometry of the healing cap causes pain to the patients. The issue results both from the shape of the healing cap (wide¿narrow¿wide) and from the fact that the healing cap sits on the connection, while the scan pin is seated on the implant.